Event description:
On june 30, 2006, the lay user/patient contacted lifescan on his way to the emergency room alleging that his one touch ultra meter would not power on. The patient claimed that the reported issue started on june 29th. He took glucose tablets due to feeling nervous and shaky, which he equated to being hypoglycemic. He contacted his supplier and requested a replacement meter. The customer care advocate (cca) was unable to obtain any information relating the products or walk the patient through troubleshooting, as the products were not available at the time of the call. The meter was replaced. The senior medical affairs specialist was unable to reach the patient to obtain/clarify information. A letter will be mailed to the patient requesting a call back. During one phone call attempt, the patient's mother stated that the patient was in the hospital for the second time. She was unable to provide details regarding his testing frequency, medication regimen, diet, and hospitalizations. However, she did mention that he is a brittle diabetic, and he was currently being hospitalized for ketoacidosis with blood glucose levels of 780 mg/dl. This complaint is being reported due to the following conclusion: the patient reported that the meter would not power on, troubleshooting could not be performed as the products were unavailable, and later had symptoms that suggested he was hypoglycemic as well as was hospitalized later for ketoacidosis (780 mg/dl).

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.